Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a mitraclip procedure. The suture of one prostyle device was successfully placed. The sheath was upsized to 22f and the tavi procedure was completed. Reportedly all steps were performed correctly; however, hemostasis could not be achieved. A figure-of-eight and manual compression were applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to user error. In this case, it is likely the use of only 1 device in a procedure using a sheath size greater than 8f, contributed to failure to achieve hemostasis. It is possible there was a partial capture of the vessel or tissue was friable, however, per the IFU it states, ¿for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required." There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494, indication for use.